Manufacturer narrative:
The device has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
Received info regarding air bubbles in the luer lock. The customer reported that champagne sized bubbles were coming from the pt line and accumulating in the luer to form one large bubble. Customer's blood glucose level was not impacted. The customer ultimately was able to purge the bubble out of the infusion set.